Manufacturer narrative:
Add'l info: model 1500x rf generator; rfa generator; catalog #: 700-10173; lot #: a041461.

Event description:
Not sure if device failed, but pt suffered a pad burn under one of the two grounding pads used. Info received from sales rep. On (B)(4) 2012: believe one pad was not plugged in completely. Pt was small, prone, placed pads on scapula, overlapped pads. One third of pad on skin-rt side, other complete contact with skin on pt lft. Treatment was on left sacral mass. Couple minutes (3 mins) into ablation pads noticed not completely plugged in. Case went fine-cool temps good, under pads fine with least exposure had burn on leading edge.